Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hot to touch and declared a valid temperature alarm. The customer's blood glucose level was impacted (376 mg/dl), and was addressed by administering manual injections. It was indicated that the customer would administer manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump displayed a temperature alarm. The customer's blood glucose level was impacted (376 mg/dl), and was addressed by administering manual injections. It was indicated that the customer would administer manual injections as alternate insulin therapy.